Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed as part number 314.02 with lot number(s) 7741713 is a lot/batch controlled item. The manufacture date of this item is 10-apr-2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A product development investigation was performed for the subject device. The returned device was found to have the dowel pins backed out which may contribute to a loose handle. The dowel pin is likely broken based on the pin backing out on both sides of the handle. The complaint regarding the handle spinning was not able to be replicated while turning the handle and shaft by hand. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed, but was unable to be replicated. The following drawings were reviewed during investigation: screwdriver - se_481096, se_451057, se_296311. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The loose handle was most likely caused by a broken dowel pin. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Date of event is unknown. Device is an instrument and is not implanted/explanted. Concomitant product: 2.7mm star drive screw (part # unknown, lot # unknown, quantity 1). Therapy date of concomitant device is unknown. Manufacturing location: (B)(4). Manufacturing date: 22.feb. 2012. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair documented that the customer reported the handle on the item just spins and does not tighten down. The repair technician reported the handle pins backed out, the item was loose/broken, and the handle just spins on the driver shaft. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that service and repair reported a small hexagonal screwdriver with holding sleeve does not screw. Reportedly, the wooden handle just spins while the metal shaft remains stationary; preventing the shaft from tightening a 2.7mm star drive screw during a surgical procedure performed on an unknown dog. The date of the surgery and type or procedure performed could not be recalled by the reporter. Reportedly, an alternative device was available and used to successfully complete the procedure. There was no surgical delays, no additional medical intervention required and no harm to the patient. Concomitant devices reported: 2.7mm star drive screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).